Manufacturer narrative:
D4 - the UDI number for this product code is not required. The actual device was discarded by the involved facility. A retention sample from the involved product code/lot number was evaluated. Visual inspection found no obvious anomalies which would relate to an air leak. The tr-band was connected to the dedicated tr-band inflator, injected with 18ml of air and submerged in water. There was no leakage form any component including the valve or balloons. A comment was made by the user facility that another incident of this type had occurred within the same week as this one. However, that event was not reported to the manufacturer and no additional information was available including event date, product code, patient information or any specific event description. Therefore, because it is not possible to conduct a meaningful investigation or obtain sufficient information about the individual event, we are including this anecdotal information within this report for reference purposes. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no relevant findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. The investigation results verified the retention sample did not have any inherent deficiencies which would relate to defective inflation. While the exact cause of the reported event cannot be definitively determined based on the available information, the following can be experientially inferred. (1) a foreign substance got into the air injection port of the one-way valve of the actual tr-band sample and caught in the air-sealing part between the rubber tip and the outer cylinder of the one-way valve. This caused the actual tr band sample to become deteriorated in its air-tightness performance resulting in the reported air leak. (2) the actual tr-band received a tear on the segment where the small and large compressive balloons were welded resulting in the reported air leak at the tear. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device during a procedure. Follow up communication with the user facility confirmed the following information: (1) the valve did not keep inflation; (2) the sample was placed in water in order to see if there was a leak; (3) another tr band was used; (4) this incident occurred twice this week; (5) when the device was removed there was minimal bleeding, actual amount of blood loss was not reported; (6) the patient developed a hematoma; (7) manual compression was necessary for a short time in order to place another tr band device; (8) the patient was reported to have minor harm.